Event description:
It was reported a spectrum pump alarmed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 occurred upon powering the device on thereby confirming the customer's allegation. However further testing was unable to reproduce this condition. The issue was determined to have been caused by a failed motor flex, the motor assembly was replaced.